Event description:
It was reported by the customer that plastic shard found in the lumen of the port-a-cath non-coring needle during the sterile preparation of the priming the needle in process of accessing a port cvc. No harm to patient as defect was found before use and did not reach patient. It was reported this occurred with three needles. This report addresses all three needles.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. Three 19g x 0.75in safestep infusion sets were returned for evaluation. An initial visual observation revealed no use residue on all samples. The safety mechanism was observed to no be engaged. A microscopic observation revealed a white fragment of the dust cap in the luer hub of sample 1 and 2, and a very small white material was seen in the luer hub of sample 3. The dust caps of all samples were observed to be damaged. This damage was located on the stem of the cap on sample 1, and on the threads of the cap on samples 2 and 3. The luer hub on sample 3 appeared to be damaged near its threads and a fragment of the luer hub was observed on the stem of the dust cap. The damage observed on the returned samples suggests the dust caps may have been damaged during an automated manufacturing process. The supplier has been notified of this event and corrective actions have been implemented. This complaint will be recorded for future trending and monitoring purposes.